Event description:
During a routine visit to the heart center in another country, syncardia's director of foreign clinical support became aware that a pt implanted with the cardiowest temporary total artificial heart (tah-t) was put on the urgent transplant list because he allegedly exhibited symptoms of septicemia, including discharge from the mediastinal sternum incision. The pt was successfully transplanted in 2006. Syncardia is awaiting a report from the attending physician regarding the pt, and at this time, there is no info to suggest that the tah-t may have caused or contributed tos the occurrence of the pt's alleged septic condition.